Event description:
The dealer reported that the consumer was allegedly cut on the wheelchair's leg rest hinge plate, receiving a laceration, which required stitches. Leg rests were not installed on the chair at the time of incident.